Event description:
Per the clinic, the patient developed an infection at the abutment site. It was reported that the patient underwent a surgery (date not reported) in order to convert the patient to a transcutaneous osia implant system. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 04, 2024.

Manufacturer narrative:
Per the clinic, the infection was treated with antibiotics but was not successful. This report is submitted on june 14, 2024.